Event description:
Device 2 of 3. Reference MFR report: 3008829311-2017-00570, reference MFR report: 3008829311-2017-00572. It was reported the patient is not experiencing effective pain relief. Multiple reprogramming sessions have been unable to provide effective therapy. Surgical intervention may take place at a later date.

Event description:
Device 2 of 3 : reference MFR report: 3008829311-2017-00570, reference MFR report: 3008829311-2017-00572. Follow-up information indicated the patient's system was explanted.